Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 160 to 190mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 10:50am) with results of 266mg/dl and 273mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 05/20/2016 and open vial date could not be verified. Recall test results performed fasting from meter memory: 290 mg/dl (B)(6) 2015 08:12am; 277mg/dl (B)(6) 2015 09:56am; 327mg/dl (B)(6) 2015 08:17am; 234mg/dl (B)(6) 2015 08:18am; 167mg/dl (B)(6) 2015 08:42am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 160 to 190mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 10:50am) with results of 266mg/dl and 273mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 05/20/2016 and open vial date could not be verified. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.